Manufacturer narrative:
Two smiths medical tracheostomy/silicone - bivona tubes custom were returned for analysis. It was noted that one package had been opened and one had not. Measurements of both returned devices were performed, and it was noted that findings were within the acceptance standards. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that upon opening the smiths medical tracheostomy/silicone - bivona tubes custom, it was noted that the box was labelled as a 44 mm length as ordered but it measured at 46 mm. Subsequently, another trach was used. No adverse effects were reported.